Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective power board electronics. Unit power board swapped on (B)(6) 2023, but the issue persisted. As a resolution, vyaire ts advised to replace the unit mainboard.

Event description:
It was reported to vyaire medical that the bellavista1000e us is having tf alarms: 300 - device in failsafe, alarm 542 -scaled ventilation sensor value out of range - failsafe, and 316 - blower failure. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. However, vyaire received logs with the blower check, but did not see any issue with the check blower voltages. Requested the screen shot of adcs for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.